Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of menstruation irregular ("irregular menstrual cycle") in a (B)(6) year-old female patient who had essure (batch no. 683287, 689932) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibromyoma in 2006 and appendectomy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 1 month after insertion of essure, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), hot flush ("hot flushes") and weight increased ("weight gain in abdominal region"). The patient was treated with surgery (removal of essure inserts via conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, asthenia, arthralgia, hot flush and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, hot flush, menstruation irregular and weight increased with essure. The reporter commented: removal of essure was performed on patient's request. Sample is not available: inserts were sent to pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Lot number: 689932, manufacture date: nov-2009, expiration date: nov-2012, lot number: 683287, manufacture date: oct-2009, expiration date: oct-2012. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: menstruation irregular. The analysis in the global safety database revealed 44 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2017: similar incident listing attached and case updated accordingly. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-dec-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of menstruation irregular ("irregular menstrual cycle") in a (B)(6)-year-old female patient who had essure (batch no. 683287, 689932) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibromyoma in 2006 and appendectomy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 1 month after insertion of essure, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), hot flush ("hot flushes") and weight increased ("weight gain in abdominal region"). The patient was treated with surgery (removal of essure inserts via conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, asthenia, arthralgia, hot flush and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, hot flush, menstruation irregular and weight increased with essure. The reporter commented: removal of essure was performed on patient's request. Sample is not available: inserts were sent to pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Lot number: 689932 manufacture date: nov-2009 expiration date: nov-2012. Lot number: 683287 manufacture date: oct-2009 expiration date: oct-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-dec-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of menstruation irregular ("irregular menstrual cycle") in a (B)(6) -year-old female patient who had essure (batch no. 683287 ; 689932) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibromyoma in 2006 and appendectomy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 1 month after insertion of essure, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), hot flush ("hot flushes") and weight increased ("weight gain in abdominal region"). The patient was treated with surgery (removal of essure inserts via conservative hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, asthenia, arthralgia, hot flush and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, hot flush, menstruation irregular and weight increased with essure. The reporter commented: removal of essure was performed on patient's request. Sample is not available: inserts were sent to pathological anatomy examination. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-dec-2017 for the following meddra pt: menstruation irregular: 40 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.